Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the bands failed to deploy off the cap. Reportedly, the bands were rolled up on each other. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
Reported event of bands failed to deploy. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.